Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: attempts to obtain additional information were unsuccessful. The clinic confirmed there was no patient by that name at their facility. It is unknown what type of infection the patient was referring to in the survey response. Additionally, it is unknown if the patient was utilizing fresenius products when the reported infection occurred. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a serious infection and had to discontinue therapy while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection and had to discontinue therapy. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.